Event description:
Additional information indicates the ipg was explanted and replaced on (B)(6) 2021 to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient underwent an unrelated surgical procedure and is unknown if the device was placed into surgery mode. Attempts were made to establish a connection with the ipg but was unsuccessful. Surgery may occur to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Weight obtained.